Event description:
On (B)(6) 2012, the lay user/pt contacted lifescan (lfs) from the (B)(4) alleging that their onetouch verio meter was prompting an error 4 message. Per the onetouch use guide this message prompts when there is a strip fill problem. The pt did not allege any harm or injury because of the reported issue. The alleged issue was resolved with troubleshooting. Replacement product was sent to the pt. Based on the info provided, their complaint is being reported due to the following conclusion(s): the pt claimed that the subject meter was prompting an error 4 message. There is no evidence that the alleged issue contributed to a serious injury. The pt did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text- 11/16/2012: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a corroded battery contact, and gave an error 2 error message during testing. Additionally, the meter was returned to lfs without the battery or battery cover. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.